Manufacturer narrative:
H3 analysis of the returned recharger revealed no anomalies were visually observed. Patient complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Ad456980 was opened to address similar issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that rep called to report an out-of-box failure with an interstim micro wireless recharger. Caller sees scrolling green battery light. Caller reported they took the recharger out of the box, placed it in the dock which was also plugged into the wall, and did not remove from the dock for at least 20 seconds. Caller then removed from the dock and attempted to connect to the handset, but caller got a recharger error message that instructed user to 'hold the power button down for 20-30 seconds to reset the recharger' with service code 3167. Caller stated they tapped 'ok,' saw the recharger turn on and flash orange at the power button, and noted the remote initially did "pick up" the handset, but then lost connection. Caller stated this all happened before calling ts. Before calling ts the caller also reported attempting to reset the recharger by pressing and holding down the power button both on and off the dock. While on the call, the caller updated that the recharger was totally unresponsive when they pressed the power button. They attempted to 'switch' the recharger and scanned the qr code on the back, but the handset could not connect to recharger. Sn: (B)(6). Agent suggested caller return faulty recharger to repair dept for analysis, and order new recharger. Caller requested a whole new kit be sent to the patient. Caller preferred to return faulty product themselves rather than coordinate using the box in which the new product would arrive. Caller stated the implant surgery for the micro is today and they live about 4 hours away from the pt. Agent emailed caller the address for repair, and caller will send response to that email with pt's mailing address.